Event description:
Implant loss. No trauma, pain or infection reported prior to the implant loss.

Manufacturer narrative:
Implant loss if known to occur, considered in the rmf and communicated in the IFU. There are no indications that the occurred is a result of mfg or component failure.